Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore a physical analysis of the product could be performed. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "on (B)(6) 2017, the acurate valve dislocated in the left ventricular outflow tract with moderate aortic regurgitation and a sapien 3 valve was implanted valve-in-valve.on (B)(6) 2017 there was local dissection of the right femoral artery. The dissection was dilated with an 8mm admiral balloon followed by deployment of a protégé stent. The minor access site complication resolved without sequelae on (B)(6) 2017."